Event description:
A surgeon reported that the solution came out "strongly" just after "spiking" the valve trocar cannula. The surgeon suspected the valve did not work. Add'l info was requested, but none has been rec'd to date.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to MFR's acceptance criteria. Because a sample was not returned, the root cause cannot be determined. (B)(4).